Event description:
Operator reported analyzer water tank leaked onto the floor. The leak was in a walkway. No patient samples were involved and no operators were harmed. The field service representative determined a defective reservoir tank valve was the cause and replaced the tank assembly. The field service representative performed a system prime.